Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 18 2007. The facility reported a pump with an air in line error. This condition occured before customer use. Evaluation summary: the condition could not be duplicated. The pump was repaired at a bazxter depot. The pump's ail board was calibrated to correct this condition.

Event description:
During the evaluation the pump¿s air in line (ail) board was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative.